Event description:
It was reported to philips that the wireless footswitch was not working. The led indictors for the wireless connection and battery were flashing red. Device. The device was inside clinical use at the time of the event. It was reported that a wired footswitch is being used. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed the wireless connection and battery led indicators on the device were flashing red. The review of system log file showed the issue was caused due to the firmware of the wireless footswitch parts. By using the wireless footswitch, x-ray switching functions are blocked when the base station or footswitch is in error mode. When available, alternative options such as the hand switch or wired footswitch can still be utilized. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.